Manufacturer narrative:
(B)(4). Batch #t93w07. Investigation summary: the device was returned with the jaws misaligned, and with the clamp arm damaged. Upon further analysis of the tissue pad, an off-center burn in was observed. In addition, the blade was damaged and the pad was damaged, melted and 100% present. The device was tested on a gen11. The device did activate. No "difficulty to open or close" issues could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to how this issue occurred.

Event description:
It was reported that during a laparoscopic unknown procedure, the tissue pad and the blade were misaligned from the beginning of the operation. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.